Event description:
It was reported, that the patient presented for a leadless pacemaker implant procedure. During the procedure, it was noted, that the device shifted and the patient's blood pressure dropped, due to a perforation. A pericardial effusion was noted, with an echocardiogram and the effusion was drained. The blood pressure stabilized, but the bleeding did not stop. Open heart surgery was performed to resolve the issue. The device was implanted successfully.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.